Event description:
It was reported that on (B)(6) 2024, a 19mm sjm masters series coated aortic valved graft was implanted. It was reported that the graft material was hard in consistency and the suture points were not sealed properly, which led to bleeding even after hemostasis was achieved. Additional sutures were made, hemostatic agent was used, glue was used, and activated clotting time (act) level was maintained at 120 seconds. Blood transfusion and platelets were given. The patient died of cardiogenic shock 48 hours after the procedure on (B)(6) 2024. The issue with the device was reported to be with the graft tissue and not the valve itself. The valve was functioning appropriately.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the graft material was hard in consistency and the suture points were not sealed properly which led to bleeding even after hemostasis was achieved. There was significant intra-operative bleeding that was managed with blood transfusion and hemostatic agents including biological glue. The patient post-operatively developed cardiogenic shock and expired. A more comprehensive assessment could not be performed as the device remained implanted and was not returned for analysis. It is difficult to determine the cause for the reported hardness of the graft material and whether the reported post-operative cardiogenic shock was related to post-operative bleeding associated with suture holes through the graft. Based on the information received, the cause of the reported patient death could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.